Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the patient had a loss of therapy on their left side and weakness. All impedances were >40,000 except for c & 8. A revision surgery was to be performed to investigate the right side impedance issue. The plan was to open up and check connections. It was noted the left side impedance and right side therapy was good. A possible loose connection was discussed. The patient was programmed to c and 9 after the activa rc replacement. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cardiac issues were unrelated to the dbs and further surgery was not planned. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# v875210, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The caller reported that in early (B)(6) 2018, the healthcare provider (hcp) determined that half of the patient's system was not working and the patient was sent for imaging. The caller reported that near the end of (B)(6), another hcp reviewed the images and determined that one lead was not working. The caller reported that after the patient's surgery was cancelled, the hcp decided to deactivate the lead that was not working. The caller reported that the patient had fallen 5 times since the first of the year. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause was unknown. The surgery to explore was cancelled due to cardiac reasons. There were no further complications reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# v875210, implanted: (B)(6) 2012, product type: lead. Correction to omit codes (B)(4) as they were previously deemed unrelated to the event, and event description is updated to reflect correct information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rechargeable device was not god¿s gift to their family. The patient had moved to an assisted living home. The patient started having problems right after the dbs was put in. They also reported 3-4 falls and from that the leads had broke and they tried to get it all working since then. The patient would not be having surgery due to their health. There were no further complications reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# v875210, implanted: (B)(6) 2012, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rechargeable device was not god¿s gift to their family. The patient had moved to an assisted living home. The caller stated after 2.5 weeks of the rechargeable implant was put in the patient had a stroke which happened on the last saturday of (B)(6) 2018. The caller stated the patient had no short-term memory now. The patient started having problems right after the dbs was put in. They also reported 3-4 falls after their stroke because they forgot they needed a walker and from that the leads had broke and they tried to get it all working since then. The patient would not be having surgery due to their health. There were no further complications reported.